Event description:
The pt received her scs system on (B)(6) 2010 consisting of an ipg and two percutaneous leads for low back and bilateral hip and leg pain. It was reported that shortly after implant, several of her lead contacts exhibited invalid impedance readings. Reprogramming has been undertaken on numerous occasions to compensate for the impedance issues. Currently, only two of the pt's lead contacts reportedly exhibit normal impedance readings. Surgical intervention will be undertaken to replace the pt's lead(s); however, a date for the procedure has not been set.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.